Manufacturer narrative:
This report is submitted on june 7, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on september 21, 2023.

Manufacturer narrative:
Correction: the correct date of awareness is may 15, 2023; not may 16, 2023 as previously reported. This report is submitted on june 19, 2023.